Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage at the quick release for four infusion sets on (B)(6) 2024. The infusion set was in use for four days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city and country: (B)(6). Initial and final MDR (B)(4). Device 4 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.